Event description:
It has been reported that the pt underwent a total knee replacement in 1999. After the operation the pt had continuing problems with the knee and as a result underwent investigations. It was also reported that during the course of that operation (performed in 2002), it was discovered that the universal base plate of the knee system had failed.